Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded.

Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a needle. The customer reports, "the needle came apart while removing it from the patient. The cannula needed to be surgically removed."